Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-32998. It was reported the patient had experienced ineffective stimulation. In turn, x-rays indicated one of the leads had migrated. As a result, the lead was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.